Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery as the device did not work properly due to a crack in the reservoir connecting tube. The device components were replaced, and a patient outcome of improved following the procedure was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected and tested for leaks. It was observed that the kink resistant tubing (krt) was cut down to the pump block and was not return for analysis. Under microscope observation, contamination (blood) was found within the pump. To avoid damaging the test equipment, the pump was not functionally tested. The reported mechanical issue and crack in the reservoir connecting tube could not be confirmed. Based on the analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery as the device did not work properly due to a crack in the reservoir connecting tube. The device components were replaced, and a patient outcome of improved following the procedure was reported.